Event description:
It was reported that the ilet user experienced elevated blood glucose for over three hours while using an ilet system, prompting an infusion site change that restored glucose to range. The caregiver suspected a bent cannula, though the infusion site was not inspected. Symptoms included hyperglycemia peaking at 400 mg/dl and subsequent tiredness. Outcomes included recovery of glucose to target and shipment of replacement infusion supplies, along with troubleshooting and education. Investigation included case intake review and assessment of the event details provided by the caregiver. Investigation of this case revealed a suspected infusion set issue consistent with a bent cannula leading to poor insulin delivery, though the precise cause remained unclear given the lack of site inspection and device return. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.